Manufacturer narrative:
Product was not returned to the manufacturer. Product was not returned for evaluation. No conclusion can be drawn.

Event description:
Customer used (B)(6) by (B)(6) self adhering elastic bandage on her foot for support, to brace the foot. Wrapped it directly on skin around back of heel and up and around near ankle. On (B)(6) (third use) wrapped it again, but when she removed it noticed her foot was itchy. Today, (B)(6) her foot is "all blown up and itching", "all red, bumpy and blotchy on top of foot." She has not yet seen a doctor about her foot. She is not aware of any allergies. A copy from the doctor on diagnosis, the bill and prescription she was given.